Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive up arrow. The blood glucose reading was 67 mg/dl or 87 mg/dl; the exact blood glucose reading was unclear, although the customer stated that her blood glucose level was normal and she felt fine. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.